Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2014 with the following findings: the battery cap and cartridge cap were not returned; a test battery cap and cartridge cap were used to complete the investigation. The battery compartment was found to be cracked at the threads on the side. During the investigation, a call service alarm was reproduced by applying light pressure on the language data chip. Further testing was prohibited due to the call service alarm. A related call service alarm was observed in the black box. Unrelated to the initial complaint, the display contrast was dim and reddish in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.